Event description:
It was reported that a user of the ilet experienced hyperglycemia with a reported glucose of 314 mg/dl trending to 301 mg/dl over several hours, with concern prior to sleep and a recent infusion set change after which the user suspected infusion into scar tissue; the infusion site appeared normal on inspection and the user had eaten a small amount of honeydew melon without announcing a meal. Symptoms included blurry vision with moderate severity. Outcomes included no hospitalization and no follow-up requested. Investigation included troubleshooting and education provided by the agent during the call. Investigation of this case revealed a user-reported high glucose event without confirmed device malfunction, with a plausible contributor of impaired insulin delivery related to suspected scar tissue and an unannounced carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.